Event description:
It was reported that an 80-year-old male patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis, surgical intervention and prolonged hospitalization. Cardiac tamponade occurred after the procedure was finished, after all electrode catheters were pulled out from the right atrium. A pericardiocentesis was performed and the patient was transferred to the ward. Atrial septal puncture was performed with using an rf needle. Ablation was performed before tamponade was identified. Steam pop was not confirmed. The physician's opinions on the relationship between the event and the product is that right after right atrium (ra) atrial tachycardia (at) ablation, when removing the cs catheter from the cs at the end of ablation (abl), it seems the catheter moved suddenly and hit the ra side wall, which it may have been the cause. Patient has a history of cardiac failure. The physician's opinion on the cause of this adverse event is that it was the procedure related. The physician considered that the cause might be that the catheter rebounded and hit the ra lateral wall when the cs catheter, made by another company, was removed from the cs after the ablation of at. The patient outcome of the adverse event was reported as improved. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were dashboard, vector and visitag with color options used prospectively were force time intervel (fti)and tag size 2. The irrigation catheter was used and high-volume flow time was pre3sec post5sec. After returning to hcu, the patient had only a small amount of pericardial fluid observed. The drainage tube was removed the next day, and the patient was transferred to the general ward. Reason for prolongation of hospitalization period was the drainage tube placement. Catheter setting with generator were correctly set for thermocool® smart touch® sf catheters.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # pc-(B)(4).

Manufacturer narrative:
Device investigation details: the device investigation has been completed which included a manufacturing record evaluation (mre). The manufacturing record evaluation performed for the finished device number 30719649l found no internal actions related to the complaint during the review. Still no device has been received for analysis, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).